Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because line through display was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up #1- device evaluation (submission (B)(4) 2012):lifescan (lfs) received the meter involved with the complaint. Lfs has completed device evaluation with the returned meter on (B)(4) 2012. Investigation confirmed the alleged issue; the returned meter had a defective lcd.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k)# is k082590.